Event description:
Consumer reports that the string fell off the tampon and she had a hard time removing the tampon.

Manufacturer narrative:
Date of this submission is august 16, 2011. This closes out this report unless add'l significant info is received.